Manufacturer narrative:
The device history record for meso biomatrix lot #c6437 was reviewed and no discrepancies were noted. Device not returned.

Event description:
It was reported that a (B)(6) female patient who weighed (B)(6), underwent immediate breast reconstruction following a subcutaneous mastectomy of the left breast. With an axillary lymph node dissection. Jackson pratt drains were placed epipectorally and subpectorally for 3 days post-operatively. Patient received intra-operative antibiotics and post-operative antibiotics for 13 days. At 5 weeks post-operative, redness appeared over the entire breast with concentration over the lower lateral pole and there was development of a hematoma. The surgeon first attempted to treat the redness with intravenous antibiotics. The patient underwent an operative revision of the implantation with removal of the silicone prosthesis, removal of the meso biomatrix and clearance of the pocket with jet lavage. It was reported that the meso biomatrix appeared to be disintegrating. The complication has been resolved.